Event description:
It was reported that the system failed to boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger and filament charger pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.